Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the surgical instrument's ultrasonic scalpel fractured. There was no indication that device components fell off within the patient anatomy. There was no delay as a result of the reported event. There was no patient injury or medical intervention associated with this event.

Event description:
Additional information was supplied by the customer. During the cutting process, the distal end of the blade fractured and was immediately replaced. There is no tissue pad peel-off and probe damage. No error code.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4. Additional information:b5. The device was returned to olympus for inspection, and the reported failure of the probe that broke was not confirmed. However, the tissue pad peeling, a reportable malfunction, was identified during the device evaluation. Based on the results of the investigation, we believe that this incident was caused by the following factors: the seal and cut were output when the gripper was not holding anything (including after the tissue had been cut), causing the tissue pad to wear out and some of it to peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.